Manufacturer narrative:
B5-additional information: reportedly the lens rotated prior to repositioning. The problem was resolved with repositioning. Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -9.5/+2.5/079 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was repositioned, the surgeon reporting a vault of 64um. The problem was resolved.